Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 18 atms. The number of inflations and to what atms is unknown. The quantum maverick monorail was being used for predilation. The lesion being treated was a calcified and 90 % stenotic lesion in the mid rca. No patient injuries or complications were reported. Patient status is listed as "good."